Event description:
It was reported that during a mammectomy procedure, the instrument gave error code 5 and then could not be disassembled. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the blade was received with the distal tip of the blade broke off and missing. Additionally, the device was returned with the pin bent and protruding from the shaft; therefore, the blade could not be inserted through the adaptor. The blade tip portion may have broken off of the device during transport to our decontamination facility or from our decontamination to the analysis site. The remaining blade portion was scratched. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. Further analysis was performed, and the most likely cause of the fractures in the blade was excessive damage or grind marks at the high stress region along the edge of the blade. There imperfections created a surface that increased the likelihood of fatigue crack initiation. The blades that had a higher level of imperfection on the edge will have a greater chance of a fatigue crack developing, causing the blade of fracture. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.